Event description:
During an implant procedure, it was reported that the right ventricular (rv) lead became bent when it was inserted into the introducer. The physician allege a malfunction against the rv lead and the lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of a bent lead was not confirmed. As received, a complete lead was returned in one piece for analysis with a stylet inserted inside. A visual and x-ray examination revealed the lead body and stylet to be bent at the distal region of the lead. After removal of stylet, the lead body and conductor coils were revealed to be normal. All damages observed were consistent with procedural damage.